Event description:
It is reported in mw5100956, a patient desaturated during a procedure using an evis exera bronchovideoscope requiring medical intervention. Sequence of events as follows: inline suction was removed from the endotracheal tube (ett) for bedside bronchoscopy procedure under continuous cardio-respiratory monitoring. 3.5 ett distal connector added from package labeled: coviden: shiley oral/nasal tracheal tube cuffless 3.5mm ID to existing ett for procedure along with airway connector (sontek medical suction safe). Bronchoscope 2.8mm introduced via airway connector through 3.5mm distal connector and tube into trachea. Bronchoscopy procedure started. An unspecified time after the start of the bronchoscopy procedure, the patient desaturated, and the physician attempted to withdrawal the bronchoscope. The bronchoscope became lodged in the opening of the airway and was unable to be completely withdrawn. Preparations were made to remove and replace the ett. Instead, ett distal cover and airway connector had to be removed from the ett to pull out the scope in order to open the airway. Upon inspection of ett cap by the physician and respiratory care practitioner (rcp), it was noted the distal cap was marked 3.0 instead of 3.5 as indicated on the labeled package. The bronchoscope was noted to be damaged with the outer coating stripped down to the fiberoptic threads. The patient received manual breaths via bag valve mask and oxygen saturations recovered. A 4.0 distal ett connector was placed and a different 2.8 mm bronchoscope was used to complete the bronchoscopy without further issue. Additional details regarding the patient and reported event have been requested, at this time, no additional information has been provided.